Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during fill 2 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting. Patient extension lines were in use, and had been properly connected prior to prime. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that his supply line had disconnected from the heater bag. The technical service representative (tsr) explained the alarm and had the hp cycle the power. The hc then alarmed system error 2367. The hp was to restart with new supplies. Proper procedures were reviewed. There were no lot numbers or samples available. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.